Manufacturer narrative:
Unit received with blank display due to corrosion on all electronic assemblies noted. Unable to perform pump self test, off no power test,a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents due to blank display. Unable to verify motor noise (grinding)anomalies, audio/beep anomalies and watchdog alarm anomalies due to blank display. Corroded motor home switch and vibrator motor assembly noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The mother of a customer reported via phone call of low blood glucose of 50 mg/dl. Troubleshooting found that the pump motor makes a grinding noise and the pump was worn in a swimming pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined low blood glucose troubleshooting.